Manufacturer narrative:
Based on information obtained, decision is not reportable. Although the lead(s) have migrated, programming was able to provide effective therapy.

Event description:
No longer reportable as the lead was not revised and provided good coverage.

Manufacturer narrative:
Date of event is estimated

Event description:
It was reported the patient lost effective coverage due to the left s3-s4 drg lead had migrated. The issue was confirmed via x-rays. Surgical intervention is pending to address the issue